Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 494mg/dl. Customer stated that the insulin pump alarmed no delivery and error. Customer stated that they able to clear the alarm as well as able to complete rewind. The customer stated that after battery change insulin pump received pump error alarm. The insulin pump will be returned for analysis.